Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 01976, 0001825034 - 2022 - 01978, 0001825034 - 2022 - 01979.

Event description:
It was reported that patient underwent a right hip revision approximately 13 years post implantation due to metal related pathology, chronic periprosthetic fracture and possible joint infection with symptoms including pain, mechanical clicking and decreased activities of daily living. The head and cup were removed and replaced without complicated and the patient was discharged to skilled rehab for recovery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4;d4;d9;g3;h2;h3;h6 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h6 medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues, mom articulation with cobalt level (148, 178) and chromium (26.7, 46.3). Severe pain to groin, mechanical clicking with limited adl. Metallosis concern, synovium, chronic infection, leg shortening, scar tissue, osteolytic tissue, trochanter fracture, severe bone loss, metal corrosion. No intraoperative complications. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The cup, head, and taper were returned and evaluated. Upon visual inspection there is scuffing and a wear line on the head od. There is some scuffing and no debris inside of the head taper. The shell inside radius has scuffing and debris along with debris on the od. The complaint is confirmed via the evaluation of the returned product and medical records. Root cause of the reported event remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.